Event description:
The manufacturer received information that a trilogy o2 ventilator was returned to the manufacturer's service center for completion of preventative maintenance. There was no patient involvement, and no harm or injury reported. Periodic maintenance was performed. Review of the device error log revealed record of error code e-246 indicating the internal lithium-ion battery was not charging. The device's power management printed circuit board assembly was replaced to address this issue. After repair, the device passed repair testing and was confirmed to operate properly.